Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to air being sucked into the disposable because there was an open clamp on unused supply line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 1 of 4. The patient was connected. The baxter technical service representative (tsr) explained the alarm and assisted the caregiver (cg) with cycling the power off and on twice to clear the alarm. The cg stated that there was an open unused clamp and they had just closed the clamp. The tsr explained to the cg that they would need to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. The cg would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated she had not been made aware of the alarm but the other peritoneal dialysis rn might have been notified. Baxter (B)(4) informed the rn that the alarm was related to an unused clamp that was left open. The rn stated they appreciated the follow up and would speak with the patient. The rn stated the patient has been continuing therapy successfully since then. There was no patient injury or medical intervention reported.